Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: a2, d9, h4. Photographic evaluation of the impactor pad showed signs of use with surface marks and scratches, however, the reported fracture could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 42502607002, femur cemented cruciate retaining (cr), 66633884 42522100910, articular surface medial congruent (mc) right 10 mm, 67419759 42540000038, all poly patella cemented, 67524612 42532007902, tibia cemented 5 degree stemmed, 67329357 customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor pad broke in two pieces during surgery. The surgical technique was utilized; there was no surgical delay or foreign bodies retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: updated: a1; a2; a3; b4; b5; d2; d4; d10; g1; g3; g4; g6; h1; h2; d10: 42509909200, femoral inserter / extractor, 64967021. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.